Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and severely scratched display window noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a crack on the battery compartment. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap was not damaged. The customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.